Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using a swiftpac coil (swiftpac) and a non-penumbra microcatheter. During the procedure, the physician placed multiple swiffpac coils in the target location using the microcatheter. While advancing the next swiftpac coil through the microcatheter, the hospital technologist noticed the detachment zone at the proximal end of the swiftpac coil was separated. The physician and hospital technologist then removed the pusher assembly of the swiftpac coil and noticed that the swiftpac coil had unintentionally detached. Therefore, the microcatheter was removed containing the detached swiftpac coil and the coil was flushed out on the back table. The microcatheter was reinserted back into the vessel over a guidewire. The procedure was completed using a new swiftpac coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned swiftpac coil (swiftpac) confirmed that the pet lock was separated on the proximal end of the pusher assembly, and the pull wire was retracted from the distal end of the pusher assembly. This typically occurs during a successful detachment attempt. If the pet lock is inadvertently separated during manipulation of the device, the pull wire may retract out of the pusher assembly distal tip causing the embolization coil to detach from its pusher assembly. Based on the reported complaint, the root cause of the pet lock separating could not be determined. Further evaluation revealed offset coil winds on the embolization coil. This damage was likely incidental to the complaint and may have occurred during packaging of device for return to penumbra. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.